Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is not cleaning the pump vents or pneumatic tap, and not removing the cartridge air, and wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that not cleaning the pump vents or pneumatic tap, not removing the cartridge air, and wearing the pump supplies for 3-4 days is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022, 9:22 am chapter 2 . Important safety information 31 port pointed up when filling the tubing and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. C\change your cartridge every 48¿72 hours as recommended by your healthcare provider. When cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.